Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). The erroneous initial results were reported outside of the laboratory. The initial ft4 was 2.32 pmol/l with a repeat of 20.33 pmol/l. The initial tsh was 0.038 uiu/ml with a repeat of 0.271 uiu/ml. The repeat results were reported to medical personnel a few days later. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 215455 and the tsh reagent lot number was 215131. The reagent expiration dates were asked for, but not provided.

Manufacturer narrative:
The field service engineer exchanged the sample probe assembly and verified the liquid level detection settings. Several abnormal sample aspiration errors were seen on the analyzer and another analyzer sharing the same line. The customer's issue is most likely related to pre-analytic sample handling.